Event description:
A report was received that the pt was having trouble charging his ipg. A review of the ipg database by a bsn representative confirmed premature battery depletion. Ipg replacement surgery was recommended.